Event description:
It was initially reported that the patient had his vns replaced due to battery depletion. An implant card was later received indicating that the lead was also replaced due to high impedance. Follow-up with the surgeon's office confirmed the high impedance noted during surgery. No lead fractures were noted in the operative report. No trauma or manipulation was believed to have occurred and there was no indication that x-rays had been taken to evaluate for a lead fracture. A note from the neurologist indicated that the vns was "fine" on (B)(6) 2011 but high impedance was found when patient was seen (B)(6) 2011. No specific diagnostic results were available upon request. The explanted generator was returned and has undergone analysis. The generator performed to specifications and no anomalies were found. Attempts for the disposition of the lead are in progress. No adverse events have been reported.

Event description:
On (B)(6) 2012, it was reported that the explanting facility was unable to provide information regarding the patient. On (B)(6) 2012, it was reported that the explanted generator had been discarded by the explanting facility and would not be returned.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up MDR #1 inadvertently indicated that "the explanting facility was unable to provide any information regarding the patient" however it should indicate "the neurologist's office declined to provide any information on the patient." Also, follow-up MDR #1 indicated that the device was discarded however the explanting facility actually indicated that they were uncertain of the disposition of the explanted generator but believed that it had most likely been discarded. Corrected data: follow-up MDR #1 inadvertently indicated code "70" for the device being discarded however the facility was not certain of the explant's disposition but thought it may have been discarded.